Event description:
It was reported that during a gastric procedure surgery, could not fire. Changed another reload to continue the surgery, the same problem happened . Another device was used to complete the procedure. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 10/14/2024 d4 batch #435c42 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the sc60a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position as expected and one ecr60d reload loaded and a second ecr60d (b) reload present. The reload loaded was received fully fired. The reload (b) was received unfired with the pan partially dislodged from the left proximal side and 8 double drivers missing. The device was tested for functionality in the straight position with a test reload and achieved its complete stroke firing sequence without any difficulties. The cut line was complete and the remaining staples meet the staple form release criteria. The condition of the knife advanced noted on the device, should be noted that in order to fully return the knife to its home position the fourth stroke must be completed. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 435c42, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device sc60a lot number a9d43j and no non-conformances were identified.